Event description:
Senseonics was made aware of an instance where patient experienced hypoglycemia event. Patient reported that blood glucose meter showed 50 mg/dl and eversense reported 110 mg/dl. Patient did not require medical attention and managed the situation on her own.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the reported event could not be confirmed as the date and time of the event was not captured in the case notes. There was no response to follow-up attempts. However due diligence was made to ensure that the system was, correctly, asserting low glucose alerts when the sensor reading crossed the low alert threshold and it did. (The data used to check this were 2 days before and after the reported event). There could not be any further investigation performed.